Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed high battery impedance, leading to eri. In addition, battery voltage depletion was indicated/eri (elective replacement indicator). Eri was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the patient's device reached elective replacement indications. Simultaneously, the patient began to experience pacemaker syndrome. The device changed pacing modes from atrial pacing to ventricular pacing. Premature battery depletion was suspected. The device was removed and replaced. No further patient complications have been reported as a result of this event.